Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 61-70 cm h2o balloon was implanted. It was further reported that the balloon was replaced due to fluid loss. There was a "leak at june MRI of stem at the balloon."

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 61-70 cm h2o balloon was implanted. It was further reported that the balloon was replaced due to fluid loss. There was a "leak at june MRI of stem at the balloon."

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the balloon shell at the shell-adapter junction that was the result of fatigue. The balloon was not functionally tested due to the balloon leak. The balloon was contaminated. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.